Manufacturer narrative:
The device is not available to be returned for investigation. A review of the device history record is pending. Additional contact: (B)(6).

Event description:
The complaint/event involved a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap that reportedly leaked an unspecified chemotherapy drug from the tubing. The device was not reprocessed/resterilized. There was no bleedback and no patient harm/adverse event reported.

Manufacturer narrative:
A video was provided showing leakage from the ch3034. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.